Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowth in both eyes (nasal flap margins) on (B)(6) 2015. Patient original treatment was on (B)(6) 2012. It was stated that the patient had no loss of best corrected visual acuity (bcva). It was reported that it resolved on 1-15-2015. With no surgical intervention required. Bcva from (B)(6) 2012: right eye pre-op 20/20 -2.75 x -.50 x 2, post-op 20/15 .75 x -.50 x 0. Left eye: pre-op 20/15 -2.50 x -.75 x 165, post-op 20/20 0 x -.25 x 13. On (B)(6) 2015 patient returned to center and had a flap lift enhancement.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.